Manufacturer narrative:
An event regarding abnormal ion levels involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies.  Complaint history review: there have been no other similar events for the reported lot.  Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Revision of a total hip done in 2010 for high cobalt and chrome levels. Blood level of chromium 15. Update 23-may-2019: rep reported a head and poly liner in the grid, there are no allegations against the liner as of the creation of this pi. Update: "the liner had some yellowing. Left hip." Update: "the case (left tha revision) was revised for trunnion corrosion beneath a metal on poly bearing, with a prior tmzf accolade I stem. She is booked for the contra-lateral revision of the similar right mop tha in the near future. The poly liner was at no time the focus of my clinical care. Xr were anatomic from the prior surgeon¿s work, and recent MRI did not show evidence of pseudo tumor formation."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Revision of a total hip done in 2010 for high cobalt and chrome levels. Blood level of chromium 15. Update 23-may-2019: rep reported a head and poly liner in the grid, there are no allegations against the liner as of the creation of this pi. Update: "the liner had some yellowing. Left hip".